Event description:
The device was reported to display a service wrench and error codes were logged into device memory. The report did not involve a patient use.

Manufacturer narrative:
Medtronic ers examined the device and observed the device would inappropriately display connect electrodes and could not be used to perform rhythm analysis of simulated ECG as a result. The failure was attributed to the device main pcb assembly; however, component level root cause could not be positively determined.